Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one round of anti-tachycardia pacing (atp) and two shocks for what appeared to be an atrial driven rhythm with rapid ventricular response (rvr). Technical services (ts) was contacted and reviewed the available data. This crt-d remains in service. No additional adverse patient effects were reported.